Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was unknown damage to the console.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023,(B)(6) 2023¿ (B)(6) 2023, (B)(6) 2023, (B)(6) 2023 ¿ (B)(6) 2023 per time stamp). Events occurring between (B)(6) 2023 ¿ (B)(6) 2023 took place during lab testing at abbott. On (B)(6) 2023, on (B)(6) 2023, and on (B)(6) 2023 a ¿system alert: s3¿ alarm was active, triggered by the sub fault ¿sf_sps_speaker_current_2¿. The console was power cycled multiple times before finally being shutdown to ship the console for evaluation on (B)(6) 2023 at 24:35:39. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis to the european distribution (edc) and was evaluated and tested on (B)(6) 2023. The console was powered on and it was found that only one of the two audio transducers was functioning. The unit was opened, and a wire was found separated from the transducer. The console was forwarded to the product performance engineering (ppe) lab for further analysis. In the ab, the console was connected to a test flow probe, test monitor, mock loop, and test motor. Upon powering on the console only one audio transducer was heard and an s3 alarm appeared on the monitor. The unit was opened, and a loose wire of the transducer was observed. A test transducer was inserted into the console. The console was powered on and both transducer was properly functioning. Additionally, the s3 alarm had resolved with the functioning transducer being inserted into the console. The root cause of the s3 alarm was conclusively due to damage to the audio transducer of the centrimag console; however, a root cause for the damage was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.